Manufacturer narrative:
Concomitant medical products: product ID 3037, lot#/serial# (B)(6), product type programmer, patient product ID 3 889-28, lot# va1esza product type lead h6: device and evaluation code omitted from previous report was updated to reflect the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulat or (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient is experience strong vaginal stimulation which occurs randomly. Patient weight loss of approximately 50 lbs may have contributed. Troubleshoot device with the patient programmer (pp), no diagnostic issues. The physician chose to leave the device on low level and sent the patient home with instructions to turn it off if they had pain with the device. The issue is resolved at the time of this report. Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). It was reported that there were no surgery definitively planned. There was a slight concern about the icon device programmer. The patient chose to keep their own at the time of the meeting and the rep was planning on getting a new icon for the patient arranging to meet the patient to give them a new icon programmer. The most likely cause/contribution to the random strong vaginal stimulation was most likely due to the lead migration since the patient had weight loss and was very close to the nerve. The patient will be following up at their next convenience and is getting a second opinion from a new physician, time/date unknown.